Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver displayed err call tech support . No additional patient or event information is available. The complaint receiver device was returned for evaluation. The device was visually inspected and passed. The receiver was charged and rebooted. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error displayed. The customer complaint was confirmed because hardware error was displayed. The root cause could not be determined.